Event description:
It was reported that the control module was giving multiple error codes of l3-002, l3-021, l3-017, l3-007, and l4-034. There was no report of patient consequence. The breast biopsies has been completed. The device is being returned for a black cable connection into the control module.

Manufacturer narrative:
(B)(4): results: interface board and black cable. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and the unit was tested with the customer st holster and displayed multiple error codes per the complaint. The if board caused the l4-034 errors and the site replaced the board to correct the issue. The translational dc motor adapter was cracked and to correct this issue the site replaced the dc adapter. The connector socket was damaged and to correct this issue the connector socket was replaced. The u-handle was replaced due to it was bent. The unit has passed all qa inspections. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.